Event description:
It was reported that the patient with this right ventricular (rv) lead was seen in clinic as this pacemaker system triggered a lead safety switch (lss). The patient is dependent on this device. Additionally, there were some events of oversensing of noisy signals marked as non-sustained ventricular tachycardia (nsvt) with pacing inhibition. Rv pacing impedance measurement of 1978 ohms were noted. This rv lead was surgically abandoned due to a lead fracture and a new rv lead was successfully implanted. No additional patient adverse effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).